Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 95120 were returned and analyzed. The data files showed at least 7 applications were performed on the date of the event and system notice (B)(4) ¿the system has detected an electrical component failure¿ was triggered on one application. One application was performed with the returned balloon catheter and the other 6 applications were performed with a different balloon catheter. Visual inspection of the balloon catheter showed the catheter was intact with no apparent issue. Dissection showed that guide wire lumen kinked on 1.6055 inches from the tip of the catheter. The catheter failed the performance test due to kink on guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter was returned and subsequently tested out of specification per the manufacturer's invest igation.